Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C55835,c59250) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice endometrial ablation". The patient's medical history included menorrhagia, genital bleeding, d & c, intra-uterine contraceptive device insertion, rheumatoid arthritis, post coital bleeding, uterine fibroid, nabothian cyst, menometrorrhagia, multiparous, cramp in lower abdomen, vaginal discharge abnormality, bruising, nasal discharge discoloration, vaginal bleeding, nose bleeds, fatigue, joint pain, chills, epigastric pain, stress, cough, earache, headache, crohn's disease, depression, vertigo, ppd skin test positive, loop electrosurgical excision procedure, vaginal yeast infection, pregnancy test, cholecystectomy, postmenopausal bleeding, inflammatory bowel disease, uterine hematoma, lower abdominal tenderness, pelvic adhesions and cystoscopy. *on unknown date patient underwent essure confirmation test. Previously administered products included for an unreported indication: aleve, ibuprofen, plaquenil, methotrexate, enbrel, isoniazid, advil, hydrocodone, dilaudid, depo provera and multiple vitamin with iron. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, device dislocation, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted: essure implant date as per mr is (B)(6) 2015 right essure: 5 coils coming out of the cornual area. Left essure: 5 coils coming out when he was all done. Patient received treatment for :pain, bleeding, migration, bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: impression: the uterine fundus and expected area of the fallopian tubes is not opacified on this examination. This was questioned at the end of the procedure but subsequently verified on further review of the images. A repeat hysterosalpingogram may be performed for further evaluation as clinically warranted. Ultrasound pelvis - on (B)(6) 2016: essure in place. Most recent follow-up information incorporated above includes: on 1-mar-2021: mr received: event thermachoice endometrial ablation performed on the same day of the essure insertion added. Reporter, lot number, medical history, historical drug, lab test and rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C55835,c59250) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice endometrial ablation". The patient's medical history included menorrhagia, genital bleeding, d & c, intra-uterine contraceptive device insertion, rheumatoid arthritis, post coital bleeding, uterine fibroid, nabothian cyst, menometrorrhagia, multiparous, cramp in lower abdomen, vaginal discharge abnormality, bruising, nasal discharge discoloration, vaginal bleeding, nose bleeds, fatigue, joint pain, chills, epigastric pain, stress, cough, earache, headache, crohn's disease, depression, vertigo, ppd skin test positive, loop electrosurgical excision procedure, vaginal yeast infection, pregnancy test, cholecystectomy, postmenopausal bleeding, inflammatory bowel disease, uterine hematoma, lower abdominal tenderness, pelvic adhesions and cystoscopy. *on unknown date patient underwent essure confirmation test. Previously administered products included for an unreported indication: aleve, ibuprofen, plaquenil, methotrexate, enbrel, isoniazid, advil, hydrocodone, dilaudid, depo provera and multiple vitamin with iron. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, urinary tract disorder and bladder disorder had resolved. The reporter considered bladder disorder, device dislocation, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted: essure implant date as per mr is (B)(6) 2015 right essure: 5 coils coming out of the cornual area. Left essure: 5 coils coming out when he was all done. Patient received treatment for :pain, bleeding, migration, bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: impression: the uterine fundus and expected area of the fallopian tubes is not opacified on this examination. This was questioned at the end of the procedure but subsequently verified on further review of the images. A repeat hysterosalpingogram may be performed for further evaluation as clinically warranted. Ultrasound pelvis - on (B)(6) 2016: essure in place. Lot number: c55835, manufacturing date: 2014-05, expiration date: 2017-05, batch no c59250, production date 2014-05-23, expiration date 2017-05-31 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on unknown date patient underwent essure confirmation test. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, device dislocation, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for :pain, bleeding, migration, bladder/ urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on unknown date patient underwent essure confirmation test. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, device dislocation, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for :pain, bleeding, migration, bladder/ urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event injury nos was updated to migration. Events added: pain, bleeding, psych injury, bladder/urinary problems. Event outcome were added to recovered/ resolved for: pain, bleeding, bladder/urinary problems. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.